Event description:
A report was received via social media that the patients ipg was sticking out which caused the patients bruised and pain. It was also noted that the patient was experiencing inadequate stimulation.